Manufacturer narrative:
A field service engineer (fse) was dispatched. Upon fse arrival, the system was operating acceptably. (The customer had successfully recalibrated all analytes). The fse evaluated the ise system, but found no issues. He rebooted the instrument in an attempt to duplicate the event, but the event was not duplicated. The manufacturer reference number for this event is (B)(4).

Event description:
A dxc 800p instrument generated false high k (potassium), cl (chloride), co2 (carbon dioxide) and calc (calcium) results. Some results were suppressed. Three patient sample results were questioned. It should be noted that all results for the 3 patient samples were identical. The results were not reported out of the laboratory. The samples were repeated on another dxc instrument, and those results were reported.